Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering insulin. Customer reported that they programmed the insulin pump and it was still not working and that cause high blood glucose level. Customer was treated with high blood glucose level. Auto mode feature was not active at the time of event. Customer¿s current blood glucose level was 238 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.